Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus on the coronary cusp landing halfway in the sinus of valsalva (sov) which resulted in severe paravalvular leak (pvl). The patient remained hemodynamically stable and a second valve was successfully implanted resolving the pvl. It was reported that the patient anatomy had a slightly smaller left ventricular outflow tract (lvot) compared to the annulus and the ascending aorta was wider than the annulus. No further adverse patient effects were reported.